Event description:
According to the facility the clamp is "too sharp" and is causing excessive bleeding.

Manufacturer narrative:
According to the facility the clamp is "too sharp" and is causing excessive bleeding. Per the facility this occurred in december 2024 and required "surgi-cel epinephrine drops and sutures to stop the bleeding". Per the facility there was no estimated blood loss. The device was returned for evaluation; however, the reported defect was unable to be confirmed. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.